Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 was clicking, but was not opening. The customer stated that this malfunction occurred while dispensing the medication and user had to access the medications from another source. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was sticking due to rail issue. A field service engineer replaced the rail bumpers and adjusted the drawer to resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.